Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 08-aug-2017 a field service engineer cleaned the z1-axis guide rod and screw, the y1-axis guide rods and re-lubed. The fse ran several racks with samples without any errors. A 13-month complaint history review for serial number (B)(4) found no other complaints during this time period. The g8 operator's manual indicates that error message 710 z1-axis error is generated when an abnormality occurs in the up and down movement of the sampling needle. The operator is instructed to inspect the z1-axis. The reported issue was attributed to a dirty z1-axis screw drive and shaft.

Event description:
On (B)(6) 2017 the customer reported getting error message "710 z1-axis error" during a sample run. The customer checked the sample probe and rack and reported getting error message "140 buffer empty" as well as a grinding noise. The customer continued running samples. On (B)(6) 2017 the customer reported being completely down and requested service, which resulted in delay in reporting of patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: d10 device available for evaluation: yes. F9 approximate age of device: 7 years. G5 PMA/510k: 131580. H3 device evaluated by manufacturer: yes. H4 device manufacture date: 01-mar-2010.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.